Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by moving the patient to another room with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to produce x-rays. The review of system log files showed tube current out of range error. Upon troubleshooting, the fse found that the x-ray tube small focus was defective. The supplier's part analysis conclusively determined the cause of x-ray tube failure was due to filaments blown (wear out after intensive usage). To resolve the issue, the fse replaced x-ray tube and performed required calibration, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.